Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's programmer was giving a 574 error code. The stimulator would not work and would not allow him to recharge the system. This was the second time the pt had received a 574 code and a pcr was done. The 574 code meant that no programs and sets were saved. Additional information has been requested, but was not available as of the date of this report.